Event description:
Flushed the power injectable IV extension with 10 cc of saline. Hooked up the power injector tubing on the distal clave on the power injectable extension tubing. Injected 80 cc of isovue 370 at a rate of 5.0 ml/per second and the proximal clave blew out. The patient was covered with all the contract and none went into the patient. The tubing was removed and the procedure was continued by connecting directly to the IV cath. The extension tubing is rated for use with power injectable devices. This problem has occurred before, but it is unknown if the previous problems with the tubing were from the same lot.